Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tape not sticking event while sleeping due to pump fell off on (B)(6) 2026. The blood glucose level was high with diabetic keto acidosis symptoms, and the patient was hospitalized and was treated with insulin pen.